Event description:
It was reported that the pca module allegedly displayed an "inaccurate" total dose, and that the clinician was having challenges in finding the 24-hour history of total dose administered. The customer, a nurse who handles the pain clinic at the hospital, also stated that "when the nurses clear the patient history (their hospital policy dictates that they do that every 8 hours) that they were not able to see the total dose given in 24 hours and has to go back through the chart and calculate what was given." This was reported to a bd associated while onsite. Bd associate demonstrated to the clinician using a demo device on how to view the 24-hour total dose and patient history. There was patient involvement but no harm. Although requested, the patient declined to provide additional information nor clarification to the initial report.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.